Event description:
Device 2 of 2. Please see mfg report #1627487-2010-02505 for device 1. On (B)(6) 2010, the pt was implanted with an scs system. It was reported that the pt developed a sore red bump in the middle of his back. The dr evaluated the pt and took a culture of the area. On (B)(6) 2010, the culture results tested positive for (B)(6). The pt was sent immediately to a wound clinic. The infection was located midline at the lead incision site. On (B)(6) 2010, the pt's system was explanted.

Manufacturer narrative:
Device 2 of 2. Please see mfg report #1627487-2010-02505 for device 1. Method: -device history and sterilization records were reviewed. Results: -the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The leads were visually inspected and found to be incomplete. The header also appeared discolored. No testing could be performed on the incomplete leads. Conclusion: -the cause of the reported infection could not be confirmed. A review of the sterilization records did not reveal any anomalies. Functional testing could not be performed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.